Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the device and the reported conditions were confirmed. The emax2plus_ao motor was determined to have a damaged hall sensor and thermistor, which produced the reported error codes and made the motor inoperable. It was concluded that the unit had likely been immersed, which is indicative of improper cleaning of the device. If additional information becomes available a supplemental report will be submitted. (B)(4).

Event description:
Report received from the u.s reported that during a case, the representative noticed that the console was operating at 45k rpm and asked the surgeon to ensure that they were fully depressing the foot pedal. The console continued to read 45k rpm and the next time the surgeon tried to use the drill an e6 error message displayed on the console. The rep thought the cutting burr might be assembled incorrectly, so they disassembled, restarted and the device was operating at 45k again. Next time the surgeon tried to use the device an e2 error message displayed on the console and the device would not run at all. They disassembled, restarted the device but it still would not run. The device was used in surgery. No patient injury occurred. There was no additional information provided.